Event description:
Device malfunction: unknown. Time of malfunction: during vessel closure. Symptoms/ae: surgical procedure. It was reported that a physician attempted arteriotomy closure with a starclose device after an unspecified procedure. The physician was unable to remove the clip applier. The system was surgically removed without any injury to the patient. Reportedly, the clip was correctly positioned, however, the applier could not be removed due to patient "adherences from previous surgeries". There were no other reported patient effects. Though requested, no additional information was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.